Manufacturer narrative:
User facility pursuant to its internal procedures will not release any identifying info related to its employee.

Event description:
Emt was injured when stretcher did not lock into place.